Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the helix of the lead was extrinsically bent and had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the tip section of the lead had an odd bend to it and the lead wasn't behaving with the normal characteristics. The lead was not implanted and another lead was used. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.